Manufacturer narrative:
One used list #d1005, tego¿ connector; lot #unknown, one used manufacturer unknown, cap; lot #unknown and one used manufacturer unknown, seal; lot #unknown were received for evaluation along with a photo of a used d1005 tego. The used d1005 tego was returned with apparent internal blood leaking outside the fluid path. The d1005 tego failed the vacuum leak test; the source of the leakage was identified at being internal to the assembly. The unit was disassembled in order to identify the source of the leakage. The seal was found to have had a molding defect in the seal at the interface between the silicone seal and the post. It appears to have had bubbles in the seal area during molding that resulted in leakage. Subsequent leak testing revealed internal leakage and disassembly revealed a molding defect in the silicone seal at the seal interface with the post. The probable cause is a molding anomaly during molding at the suppliers. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a tego® connector which was reported to have air coming from red lumen of the of the hemodialysis catheter. The patient was disconnected from therapy and circuit wasted. A crack was observed on the tego needleless connector and the attending physician was notified; blood cultures were drawn and antibiotics were ordered post treatment. There was patient involvement but no harm reported as a consequence of this event.